Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.4 hardware: iphone17.5 cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia and hyperglycemia on (B)(6) 2026. The patient's blood glucose (bg) levels erratically ranged from 28 to over 400 mg/dl while wearing the pod longer than 48 hours. The patient administered correction doses but was not able to control their bg levels. When the pod was removed from the infusion site (arm), the infusion site was found a little red. The patient was treated with multiple daily injections and intravenous (IV) fluids. The patient was discharged on (B)(6) 2026. The pod was removed at the hospital and was discarded.